Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-02458. It was reported the patient discontinued use of her scs system sometime in 2013 due to overstimulation. As a result, surgical intervention was undertaken on 04/19/2016 during which time the entire system was explanted.

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-02458.